Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/23/2021. H.6. Investigation: one photo and ten loose 5ml syringes (p/n 301028) were received. The samples were visually evaluated. Each syringes scale markings appeared to have a very rough appearance with small and large breaks present throughout their scales. Ink permanency testing was performed on the samples received with acceptable results yielded. The rough appearance of the syringes was non-conforming per product specification. Device history record review: all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch #0267445 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of scale marking issue with lot # 0267445 regarding item #301028 a trend review was performed no additional complaint reported with the defect/condition of scale marking issue regarding material 301028 was found in a 12-months period. Potential root cause for the rough print appearance is associated with the marking process.

Event description:
It was reported that the scale print on 304915 syringes 5ml s/t bns smeared when touched and became illegible. The following information was provided by the initial reporter: "it was found the purchased component k-05600-025a syr. Comm: 5ml luer-slip batch 13p21b0122, 13p21a0352, 13p21c0094 with illegible printing due to an ink loose. When the syringe is touched in the printed area, the ink gets loose causing illegible printing.".

Manufacturer narrative:
H.6. Investigation: one photo of a loose 5ml syringe was received and evaluated. It was observed the syringe in the photo had small areas of missing print throughout the scale. Based on the verbatim, the print was removed during contact with the scale. Potential root cause for the missing print defect could not be determined based on photo provided. Physical unused samples from the same batch are necessary for scale marking permanency testing. Since root cause could not be defined, no corrective actions are necessary at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the scale print on 304915 syringes 5ml s/t bns smeared when touched and became illegible. The following information was provided by the initial reporter: "it was found the purchased component k-05600-025a syr. Comm: 5ml luer-slip batch 13p21b0122, 13p21a0352, 13p21c0094 with illegible printing due to an ink loose. When the syringe is touched in the printed area, the ink gets loose causing illegible printing.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale print on 304915 syringes 5ml s/t bns smeared when touched and became illegible. The following information was provided by the initial reporter: "it was found the purchased component k-05600-025a syr. Comm: 5ml luer-slip batch 13p21b0122, 13p21a0352, 13p21c0094 with illegible printing due to an ink loose. When the syringe is touched in the printed area, the ink gets loose causing illegible printing."